Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was implanted and two days later programming was performed and everything was fine. The patient went to see their healthcare provider the day prior and impedances for 1-3 were out of range. It was inquired if the patient cold have an MRI for an unrelated issue with an open circuit. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.